Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope communication error b30 during inspection before use for an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.